Event description:
The customer reported a charge/shock error during opcheck.

Manufacturer narrative:
(B)(4). The customer reported a charge/shock error during opcheck. An email from the biotech confirmed the failure. The biotech confirmed replacement of the therapy pca solved the issue.